Event description:
It was reported that the user experienced app connectivity and setup difficulties during ilet initialization, including being stuck on the fill tubing confirmation screen and subsequent bluetooth pairing glitches that required forgetting the device and performing a device restart with low glucose measured at 72 mg/dl. The user completed a recent fluid restart per trainer recommendation due to recurrent low glucose. Customer care provided support that included review of use-related troubleshooting. Investigation of this case revealed an inability to proceed past a setup prompt and transient bluetooth connectivity issues that were resolved through standard restart and pairing steps; the cause of the hypoglycemia remained unclear. No symptoms associated with low blood glucose reported. Outcomes included the need for oral glucose intake and completion of troubleshooting and education with successful device pairing and guided setup. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.